Event description:
It was reported that the t:slim x2 pump battery would not charge, accompanied by a power source alert labeled alert 07 in the pump's history. There was no reported adverse impact. The customer was instructed to use the wall adapter plugged into an outlet known to work and to wait at least 30 consecutive minutes to see if the pump would begin charging, with the option to contact technical support if the issue continued.